Manufacturer narrative:
A root cause investigation was completed related to this event. The investigation concluded that the sticking fluoroscopic x-ray switch was attributed to the presence of white colored residue. This residue was the remnant of a cleaning agent which was identified as being improperly utilized by the customer in the process of maintaining the system. No further actions are planned by the manufacturer at this time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The mainframe x-ray switch was evaluated and replaced. The system was tested and found to be working as intended and returned to service. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that fluoroscopic x-ray stays on after releasing the mainframe exposure switch. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.